Event description:
It was reported that, three weeks post implant, there was no capture on the right atrial (ra) lead and the thresholds had increased on the right ventricular (rv) lead. A chest x-ray revealed both leads pulled back with the slack in the leads all pulled back. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).